Event description:
It was reported that this pacemaker system was explanted and replaced due to entering safety mode. Additionally, the patient was recently hospitalized due to the onset of heart failure symptoms, and it was noted that the relationship between the patient's heart failure and the device's safety mode switch was unknown. No additional adverse patient effects were reported. This pacemaker was returned for analysis. Additional information received reported that safety mode device settings were similar to the previous device settings, so it seems unlikely that the safety mode switch was related to the onset of herat failure. The patient was hospitalized leading up the device changeout, and at that time, medications changes were made for heart failure as well. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker system was explanted and replaced due to entering safety mode. Additionally, the patient was recently hospitalized due to the onset of heart failure symptoms, and it was noted that the relationship between the patient's heart failure and the device's safety mode switch was unknown. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Event description:
It was reported that this pacemaker system was explanted and replaced due to entering safety mode. Additionally, the patient was recently hospitalized due to the onset of heart failure symptoms, and it was noted that the relationship between the patient's heart failure and the device's safety mode switch was unknown. No additional adverse patient effects were reported. This pacemaker was returned for analysis. Additional information received reported that safety mode device settings were similar to the previous device settings, so it seems unlikely that the safety mode switch was related to the onset of herat failure. The patient was hospitalized leading up the device changeout, and at that time, medications changes were made for heart failure as well. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.